Event description:
A customer reported that a pump declared alarm 20 during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no critical impact on their level. Despite assistance from technical support in attempting to load a new cartridge, the alarm recurred, preventing the customer from resuming insulin therapy. Consequently, technical support arranged to replace the pump, and the customer planned to use multiple daily injections as backup therapy. The customer was informed on how to store the faulty pump and instructed to return it using a pre-paid label.